Manufacturer narrative:
A philips clinical education delivery specialist (ceds) contacted the customer nurse. The nurse stated that the patient was already in an arrhythmia and having syncopal episodes prior to coming to the 2heart (2h) area, and was not being monitored on telemetry in his inpatient unit. The nurse stated that the room on 2h did not have an mms device initially so the nurse asked a tech to find another one; the nurse was in the room assessing the patient, while another mms was being found. When the patient was placed on a working mms, he was found to be in vtach and a code was called. She said the entire time between him arriving to the unit, and being placed on a working monitor was approximately 3 minutes. The patient reported lower back pain during his time on 2h, and it was believed he suffered from a ruptured aneurysm. The nurse stated this patient suffered from lung cancer and has been sick for quite some time. The nurse emphatically stated that the philips equipment did not contribute to the demise of the patient. The nurse gave the mms device to a philips field service engineer (fse) that was on site, who confirmed the mms module would not show anything, when connected to the monitor; no waves, or numerics were displayed on the monitor. The fse reinstalled the device software, and indicated that the mms was then working properly. The cause for the reported issue remains unknown. The device remains at the customer site. No subsequent calls logged for this device/issue. It was confirmed that the monitor did not show anything when the mms module was connected; no waves, or numerics were displayed on the monitor. A philips field service engineer (fse) reinstalled the device software; the mms was then working properly. The device failed to work as intended, however, philips does not consider the device to be a factor in the reported death, based on the statement provided by the nurse. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue.

Event description:
The customer nurse indicated that the mms module would not show anything, when connected to the monitor. The patient died.